Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received a motor error alarm. The blood glucose reading is unknown.

Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during the bolus delivery. No rewind anomaly was noted. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the occlusion or excessive no delivery tests due to the motor error alarm. No cosmetic damage was noted.